Event description:
Event description cpi received information that this bipolar lead was an attempted implant. During the implant procedure the physician could not fixate the lead in the ra. Good signals were obtained but because the lead was not properly screwed in place the physician elected to explant the lead and found the helix was missing. The lead was replaced with a new lead of the same model.